Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 90% stenosed, concentric target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 28 x 2.50 promus elite drug-eluting stent was advanced but failed to cross the lesion. However, when the stent was pushed down, the stent strut got damaged. The case was abandoned and the device was removed from the patient's body. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 90% stenosed, concentric target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 28 x 2.50 promus elite drug-eluting stent was advanced but failed to cross the lesion. However, when the stent was pushed down, the stent strut got damaged. The case was abandoned and the device was removed from the patient's body. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: promus elite ous mr 28 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.